Manufacturer narrative:
The device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Event description:
It was reported to philips by a customer that the unit's navigation ring was defective. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed reported the navigational-ring is not moving. The biomed reported discovering the issue during unit performance verification testing.

Manufacturer narrative:
B4: 19sep2021. Additional information was received indicating that the reported issue was discovered during testing. Based on this information, this is not a reportable event. The field service engineer replaced the front bezel to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.